Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The facility was advised of a reported ruptured groshong PICC that had been replaced from another facility, the facility attempted to review and pull the PICC, but it was ¿bleeding¿ and flushing nicely. Two days later the patient returned to the facility as there was a hole about 7 cm down from the lumen bifurcation, approximately the length of the valve. The facility stated it was obvious as the portion of the line was out of the skin.